Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose reached 415mg/dl while wearing the pod on her abdomen for between 24 and 36 hours. Treatment included giving injections and trying several times to give corrections using the pdm (personal diabetes manager). The patient had her insulin suspended prior to her blood glucose levels increasing for an hour at about 10:00am. She stated that the cannula appeared bent down at a 45 degree angle when the device was removed. The patient's blood glucose and insulin history is as follows: (B)(6). The patient then took the pod off and gave an injection via syringe of 20 units.